Manufacturer narrative:
Additional information: g4

Event description:
It was reported that during a primary hip prosthesis, one (x1) r3 3 hole acet shell 54mm, one (x1) r3 20 deg xlpe acet lnr 36mm x 54mm and one (x1) r3 20 deg xlpe acet lnr 32mm x 54mm were not compatible with the size identified on the packaging, when compared to the corresponding milling tool used for their respective preparation. The surgeon needed to mill a larger size than the one he had initially chosen so that he could complete the procedure without risk or harm to the patient. It is unknown how surgery was completed after a non-significant delay (less than or equal to 30mins). No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: case: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a primary hip prosthesis, one (x1) r3 3 hole acet shell 54mm, one (x1) r3 20 deg xlpe acet lnr 36mm x 54mm and one (x1) r3 20 deg xlpe acet lnr 32mm x 54mm were not compatible with the size identified on the packaging, when compared to the corresponding milling tool used for their respective preparation. The surgeon needed to mill a larger size than the one he had initially chosen so that he could complete the procedure without risk or harm to the patient. The surgery was completed after a non-significant delay (less than or equal to 30mins) using backup devices. No injury was reported as a consequence of this issue.